Event description:
Hosp personnel responded to a pt, condition unknown. The device was connected to the pt for external pacing. According to the reporter, while the device was pacing the pt, a "pacer fault" message and the "service" icon appeared on the display and the device stopped pacing. A backup device was immediately called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.